Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 56 mg/dl at the time of the incident. The customer was at 140 to 150 mg/dl at the time of admission. The customer had pancreatitis and his abdomen was hurting for several days. The customer was given intravenous glucose to treat, and their pump was taken off. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported intermittent button responses. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. However, pump received with intermittent button response due to flattened down button dome switch. The keypad connector on the lcd is locked properly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label, scratched case, scratched reservoir tube window and minor scratched lcd window.